Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that post implantation, the patient experienced pain, burning sensation, bleeding, infection and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent hysteroscopy with resection of submucosal fibroid and roller bar endometrial ablation on (B)(6) 2011 due to menorrhagia and anemia.